Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 480mg/dl. The customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. It was stated that the events leading to his admission was vomiting and nausea. Reviewed the alarm history and found no delivery alarms. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.